Event description:
Ventilator alarming "contact service." Pt with increased respiratory rate of 30's and 40; exhaled volume "3500", min volume 33l, vent would not clear. Mallinckrodt service recap indicates that 6026 code in memory. Exhalation filter wet on both sides of the filter element. Referred issue of reducing moisture in filter to marketing ventilator sales rep. Advised customer probable cause of 6026 diagnostic code due to excessive moisture at the exhalation filter. The resp care staff is now instructed to set up humidifiers at lower settings than originally instructed.